Manufacturer narrative:
Sc-2218-70, sn (B)(4). The complaint had been confirmed. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-2218-70, sn (B)(4) - visual inspection of the lead found that the proximal end was fractured between contacts. The root cause of the damage is unknown. Sc-4316, lot # 15527280 - device evaluation indicated that the clik anchor passed visual test performed. The clik anchor was intact and no parts of it were missing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient underwent a revision wherein the leads and clik anchor were replaced. The physician determined that one of the leads was broken where the clik anchor was placed and the other lead had a kink in the tail end. The physician suspected malfunction of the leads.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedance was noted. The patient underwent a revision wherein the leads and clik anchor were replaced. The physician determined that one of the leads was broken where the clik anchor was placed and the other lead had a kink in the tail end. The physician suspected malfunction of the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc- 4316, lot # 15527280, description: next generation anchor kit-sterile.